Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the oscillating head base was broken and all but two teeth were broken, thrust disk on set-screw has too much play. It was also determined that the oscillating head base and set screw were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component out of specification due to inadequate design specifications. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during pre-testing process, it was observed that the battery oscillator device was not working. It was reported that there was patient involvement. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.